Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler reload was unable to fire after testing first. Stapler was able to open and close but unable to fire when used. The reload was removed from stapler and replaced with another reload which worked without issue. There was no patient injury.